Event description:
Boston scientific was notified that during an event when the physician wanted to put the stent at the right place and wanted to deploy it, the stent could not moved inside the delivery catheter or the stent-system at all. The whole system was pulled back but while doing this the stent "jumped" outside the delivery system when the system the system was nearly removed out of the pt. The stent was found inside the introducer sheath. The physician noticed an irregular part in the middle of the stent itself. The physician decided to stop the procedure. No complications with the pt as a result of this event.